Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), explanted: product type recharger product ID 97745, serial# unknown, explanted: product type programmer, patient h3. Analysis found there was a recharge antenna failure. Intermittent poor recharge quality message. H6. Evaluation result code 3221 does not apply. Evaluation method code 4114 does not apply. Evaluation conclusion code 67 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's wife called in stating the patient's recharger paddle got so hot it was burning the patient last night. They stated they spoke with two reps this morning and they were told to call in to get replacement equipment. They stated the controller also got hot. They stated they reset the controller but issue did not resolve. The patient mentioned noticing cracks on the paddle while on the call. They emailed repair for recharger replacement. They mentioned the patient was "very sick" and has hcp appointments on monday. They called back and stated that the patient saw rm 03 and they believed they started to see it the past few days. It was reviewed why that may occur and how to possibly resolve it. They noted that the patient said they saw 'm03'. It was reviewed that was not an option. The wife called in in 2-12 and requested a replacement recharger. The rep called back on 02-15 to track the shipping. The caller indicated that the patient's stimulator depleted on saturday and they contacted the rep yesterday concerned because the remote was not delivered.

Event description:
Additional information received from a representative on (B)(6) 2021. It was reported that the patient was fine and the new equipment worked out and resolved the issue. The patient's weight was unknown and the representative didn't know the serial number of the controller. No further complications reported.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.